Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with blood glucose measured at 338 mg/dl and trending down through 320 mg/dl to 287 mg/dl after a high glucose alert; the user had eaten their usual breakfast and declined the recommendation to change infusion supplies, choosing to monitor instead, and was using a contact detach set (23", 6 mm). Symptoms included elevated blood glucose. Outcomes included no hospitalization and self-monitoring at home. Investigation included complaint handling, user education, and troubleshooting guidance. Investigation of this case revealed that blood glucose decreased over time without device exchange and that a definitive device malfunction was not identified. It was concluded that the event was consistent with hyperglycemia of unclear cause with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.